Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 567a55. Investigation summary: the product was returned date of event: only event year known: 2022 for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. The reload was received with the swing tab in the unlocked position and the knife not completely within the doghouse. The reload had the proximal 1 driver up without staples, and the remaining drivers down with staples present. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer to instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 567a55, and no non-conformances were identified.

Event description:
It was reported that during the right hemicolectomy, it was found that during one of the proximal wings had been broken after opening the package. The case was completed with opening a new cartridge. No parts were left inside patient's cavity. The procedure was successfully completed. There were no patient consequences.